Manufacturer narrative:
A ge service rep performed an on site investigation. A cable and batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer had reported the system's battery had failed. No report of pt injury.